Event description:
It was reported that interrogation of this implantable cardioverter defibrillator (ICD) found anti-tachycardia pacing (atp) and 9j shock treatment delivered for an atrial tachycardia at 160 bpm. Due to the small p-wave, there was a record that another inappropriate shock was delivered in the past, and the identification function of a was set to off with only rid and stability were set. After consulting with physician and obtaining the template with atrial pace at 105ppm, the template update was turned off and the vt zone was raised to 170bpm. A new oral medication was prescribed to reduce the rate, and an ablation will be considered in the future. The device remains in-service. No adverse patient effects were reported.